Event description:
Baxter (B)(4) received a report that an infusor had no flow during patient use. The concomitant medical products are currently unknown. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one unit containing 170 ml of fluid in the reservoir. The reported condition of a no flow was not confirmed. Visual examination of the unit showed no evidence of physical abnormality. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. The batch review revealed that all of the acceptance criteria were met to release the lot. The incorrect manufacturing date was included in the initial medwatch.

Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.this device is manufactured for distribution outside of the united states and does not have a 510(k) number.